Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate due to t-wave oversensing. Technical services (ts) was consulted and reviewed stored data. Ts discussed how the smart pass feature had been disabled due to the low amplitude of the patients rhythm. Additionally, ts noted there were low out of range system impedance measurements. Therapy delivery has been turned off. This device remains in service. No additional adverse patient effects were reported.